Event description:
Patient inotropes are being infused through buretrols. Nurse went to hang new bag of epinephrine on buretrol. As buretrol filled up it started spilling out the side. The nurse noted that there was a crack inside of buretrol and medication labels were wrapped around crack. This medication was being infused through a central line. The rn notified charge nurse of incident and hung new buretrol of epinephrine.